Manufacturer narrative:
D2a: common device name: ultra male 16in coude tip 16 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer states "he has had "3 or 4" utis this year while using this product." Consumer states "he has been cathing since last year sept/ october - caths 6 x a day for urinary retention due to his bladder not functioning, not sure of cause. He said he does not have an enlarged prostate. He was using a soft uncoated catheters he would reuse when he first started cathing and he got utis then as well. (Confirmed not a convatec product). He said he also had many different tests he had done in urology which were invasive at that time. He said he started ordering his own catheters, uncoated/ had to apply lube to use a single time and discard and he said he continued to get utis then as well. He switched to the ultram16c since he would not have to apply lubricant to them it would be easier to use/ less contamination risk. He said since switching to them this year, he has continued to get utis stating he has had "3 to 4" this year, he was unsure exactly. The ultra product has worked well for him as he feels it drains him fully and is not painful. He said his utis have been recurrent "every other month or a month and a quarter" apart. Each time he has symptoms he gets his urine tested and he needs antibiotic treatment each time from his md and his symptoms resolve fully after each treatment. He said 3 months ago he only knows the result of a urine culture that was pseudomonas aeruginosa and he was prescribed cipro and he was supposed to take it for 3 weeks but due to tendon pain he stopped taking it at the 8-10 day mark; his md was aware. He said his symptoms always resolved with that and each treatment. His usual symptom is pain, irritation and frequency. He has a uti now and was prescribed amoxicillin now and just started it last night." Consumer had called as "he was checking if we ever had any issues with sterility of the product or asking if it is sterile to begin with. Consumer was advised the ultra is a sterile catheter. The packages he used were always intact prior to use. He said he always washes his hands, uses sanitizing bzk wipes on meatus prior to use and never uses a catheter that has been accidentally contaminated, uses the no touch sleeve. He said he stays hydrated, is only occasionally constipated and has no history of kidney stones. He does not know why he keeps getting utis still."